Event description:
A report was received regarding a patient who was implanted in 2008 (exact date unknown) with a prodisc lumbar, at levels l5-s1, below a prior fusion. The patient was returned to the or on (B)(6) 2012 to remove the pdl implant due to the pdl subsiding below the previous fusion. The surgeon revised the patient with fusion, l5-s1. This is report # 1 of 3 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as the device was not returned and no lot number was provided.